Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after the first pass with the retriever, vasospasm was noted in the proximal middle cerebral artery and proximal internal carotid artery. Nicardipine (exact dosage unknown) was administered and the vasospasm resolved with no residual effect.

Event description:
It was reported that after the first pass with the retriever, vasospasm was noted in the proximal middle cerebral artery and proximal internal carotid artery. Nicardipine (exact dosage unknown) was administered and the vasospasm resolved with no residual effect.